Manufacturer narrative:
This report is for an unknown insertion sleeve. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient was complaining of a knee pain. It was discovered that a disposable insertion sleeve has been left in the patient during the initial procedure over 2 years ago due to a broken tibia. Another surgery will need to be perform on an unspecified date to remove the sleeve in the patient. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).